Event description:
The customer had an intermittent issue with erratic results for multiple assays when tested on an analytical p module, serial number (B)(4). Eighteen patients were involved in the issue. The assays included creatinine kinase, creatinine, c-reactive protein, alanine aminotransferase, aspartate aminotransferase, and potassium. Most of the initial results did not match the patient's previous results and were not reported outside the laboratory. The customer did provide erroneous creatinine results for three patients that were reported outside the laboratory. Patient 1, initial creatinine result was 0.3 mg/dl. The sample was repeated on another p module on (B)(6) 2011 and recovered 1.4 mg/dl (accompanied by a data flag). Patient 2, male, age (B)(6), initial creatinine result was 0.2 mg/dl. The sample was repeated on another p module on (B)(6) 2011 and recovered 1.0 mg/dl. Patient 3, male, age (B)(6), initial creatinine result was 0.3 mg/dl. The sample was repeated on another p module on (B)(6) 2011 and recovered 0.9 mg/dl. The patients were not adversely affected by the event. The field service representative determined a clogged water nozzle tube was the cause of the discrepancies and he cleaned the tubing. The field service representative verified analyzer operation and the customer ran calibrations and quality control that were acceptable to the customer.